Event description:
During a visit to a facility, the rep. Noted that an IV infusion was being administered without the tubing being in an instrument (via gravity), and the pt received an overinfusion of medication. The rate was 10cc/hr and 1 liter emptied in 1.5 hrs. The pt experienced some consequence and was transferred to ICU.